Event description:
It was reported that this left ventricular (lv) lead was attempted due to difficulty in insertion. This lv lead was replaced and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Testing was completed to assess lead electrical performance. Visual inspection noted blood or body fluid in the lumen which is normal for open tip leads. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to difficulty in insertion. This lv lead was replaced and never in service. No adverse patient effects were reported.